Manufacturer narrative:
Additional information - block d4 (model #, serial #, lot #, expiration date, UDI), d9, g4 (PMA/510k #), h4. Investigation: visual inspection: the following observations were made during the visual inspection: dry deposits in the inlet and outlet spout. Permeability test: the test showed that the paedigav is non-permeable. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in the paedigav. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Additionally the complaint was submitted in (B)(6) 2021, in (B)(6) closed with a statement (without information, product data and investigation) and now reopened under (B)(4) with the return of the product. Based on our investigation results, we can identify a blockage in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Returning of the product on 09/01/2021. The case was reopened under (B)(4) and the investigation could be completed.

Event description:
Concluded without investigation.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. It is possible that protein deposits inside the valve affect the function of the paedigav® valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalys (hc) therapy by shunt implants. However, the suspected blockage cannot be confirmed without examination of the valve, therefore, a definitive conclusion regarding the complaint incident cannot be reached.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a paedigav was removed during a procedure performed on an unknown date. According to the complainant, the valve was believed to be clogged. The complaint device has not yet been returned to the manufacturer for evaluation. No further patient or product information are available at the moment.